Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 will be- the patient also alleged visualization of particles and having cough, sneeze, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant on air outlet on rear panel and in accessory module port of top enclosure, indeterminate black particles inside top enclosure and on top edge of front panel, brown wood-like objects on front edge of and in bottom of bottom enclosure, indeterminate brown contaminant found on isolator foot of blower and at bottom of blower box, liquid ingress on bottom of blower. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-53 and 1 instance of e-130. The manufacturer concludes there was evidence of grey dust-like contaminant on air outlet on rear panel and in accessory module port of top enclosure, indeterminate black particles inside top enclosure and on top edge of front panel, brown wood-like objects on front edge of and in bottom of bottom enclosure, indeterminate brown contaminant found on isolator foot of blower and at bottom of blower box, liquid ingress on bottom of blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The report states that a white material foreign to the unit was pulled in through back of the device. The complaint noted the fliter in the back of the unit was clogged. No filters were returned with the device. Qa also performed an external and internal visual inspection of the recieved deices and confirmed the engineering evaluation. Qa found evidence of this unknown talc-like contaminant in the air inlet of the remstar auto. The complaints noted the filters were "clogged" with this sybstance, indicatig the filters were not being changed in a timely manner, as noted in the associated user mansuals. Based on these findings and a complete review of the complaint it is concluded that no further investigation into the alleged complaint issue is appropriate at this time. It is also concluded that no futher correspondence or reply to the customer is required t close this complaint and no further investigatory activity will occur involving communications with the customer or otherwise. Section b4, g3, g6, h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.